Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: there was moisture observed under the display lens. The battery compartment was cracked. The leak test failed due to the peeling keypad and there was moisture observed internally once the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture under the display lens and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.